Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report being treated by the paramedics due to a low blood glucose reading of 60 mg/dl. The customer's blood glucose was 96 mg/dl after being treated. Nothing further was reported.